Event description:
A (B)(6) male patient called zoll customer support to report that some of the cable on his electrode belt were damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to a trunk cable that was pulled from the strain relief, damaging connector j702 on the electrode belt distribution node pca board. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable cable. The patient received a replacement electrode belt.